Manufacturer narrative:
Investigation summary: one used. List # ia-c3302 was returned for evaluation. As received, no physical damage or anomalies were observed. No mating device was returned for evaluation. The sample was tested as procedure and a leak of water coming from a tear on the tube was confirmed. The sample was pulled tested the sample failed due to a tubing break. Complaint of leaks can be confirmed. The probable cause is due to a small tear in the tubing that usually happened due to unintentional pulling force applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 18 cm (7") appx 0.25 ml, smallbore ext set w/microclave®, clamp, rotating luer where it was reported that during intravenous infusion, leakage of medical fluid was detected from the product. The customer checked the connection part, but no problem was observed in connectivity with the other device. The customer then noticed a leakage occurred at the part where the product's blue connector and its tubing were bonded or welded. After that, the customer passed physiological saline solution through the product, and back flow of blood from the bonded or welded part was observed. Someone became aware of the issue as it was observed during the use of the product. The product was not contaminated or contained a biohazard or chemotherapeutic agent. There was patient involvement, but no adverse events or harm and no delay in therapy.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.